Manufacturer narrative:
The patient lost effective stimulation due to high impedances on the lead and recharging burden. The patient had the system replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this event, attempts were made to obtain device information.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026, wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported patient lost effective stimulation due to high impedances on the lead and recharging burden. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain device information. E1 - reporter phone number: +(B)(6)